Event description:
It was reported that the patient had mild urethral prolapse less than 1 cm in nature. No action was taken.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3889-28 lot# v610572, implanted: 2011 (B)(6), product type lead. (B)(4).